Manufacturer narrative:
Cont. E.1 phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture grade IV" and ¿mild chronic nonspecific inflammatory reaction¿. This is for the left side device. The device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 photographic device evaluation: a review of the device through photographs noted no manufacturing issues.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and ¿mild chronic nonspecific inflammatory reaction¿. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15may2024. Additional, changed, and/or corrected data: d9

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and ¿mild chronic nonspecific inflammatory reaction¿. The device has been explanted.n